Event description:
It was reported that during implant, the pulse generator had difficulty accepting a right ventricular lead. The device was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a test lead could not be inserted into the ventricular connector within normal product specifications. The cause of the anomaly could not be determined.